Event description:
Adverse event: incomplete treatment. Malfunction: high energy; laser stopped firing. The system operator reported that the system displayed a high energy error message that caused the system to stop firing at 5% complete. She stated that the system was recalibrated and the procedure was completed uneventfully. Additional information was requested, but the surgeon would not provide any follow-up information as he stated the patient was not injured by this event.

Manufacturer narrative:
Determination of root cause: assessment: during the site visit, the territory manager (tm) confirmed the "opm 30" system message, via the system log file, and determined that the laser output treatment beam appeared to be shifting, and that the energy was not stable. To address this issue, the tm installed the 2nd pinhole to increase the hv at target energy (v-value during the energy check), and make the energy at the output more stable. The tm completed the system alignment and beam profile, and verified that the treatment beam was not shifting and the output power was stable. The system verification was successfully completed. A manufacturing investigation is not needed, as no parts were replaced. A patient/user impact investigation was performed, and the site reported that there was no harm to the patient or to a user due to this event. Conclusion: based on the results of the investigation, the root cause of the event was determined to be the need for laser power adjustment. (B) (4). (B) (4).